Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver displayed a firmware error. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.